Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the output of the unit was not selected, but it was activated on its own. There was no patient involvement. There was no further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found that the ufp port was mechanically damaged and front panel was broken and found that the lvps power supply out of specification. The investigation found the most probable cause of the reported event to be the out of specification lvps power supply. The investigation found the additional damage did not cause or contribute to the reported condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.